Event description:
On (B)(6) 2012, the lay user/patient reported an inaccuracy with the lifescan meter when comparing the results to the user's normal feelings or normal readings. This complaint was initially ruled-out because such a comparison does not meet the criteria necessary for lifescan to determine the possibility of an inaccuracy. There was no injury or medical attention sought due to the issue. On (B)(6) 2012, lifescan completed investigation with the test strips involved with this complaint. Investigation confirmed that control solution tests were above the expected range. This complaint is now being reported because the test strips failed testing.